Event description:
It was reported the patient experienced out of control stimulation for several seconds up to a minute randomly when adaptive stimulation was active. Stimulation was uncomfortable for the patient. The zapping sensation was not dependent on position change and it was only an issue when the patient was upright. The zapping issue had resolved after the adaptive stimulation was temporarily turned off for a few days. Therapy was good after the adaptive stimulation was turned off, but the patient had to manually adjust for postural variation. Since the zapping started, the patient noticed the recharge interval had gone from once every six days to once every two days. Impedance was measured to be normal. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).